Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this medwatch report is in response to receipt of voluntary medwatch report # (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a laparoscopic right hemicolectomy for the treatment of colon cancer on (B)(6) 2014 and suture was used. The patient was discharged on (B)(6) 2014. Following the procedure approximately on (B)(6) 2014, the patient sneezed very hard and felt a stinging in his incision. He noted an increased swelling on his stomach which became very uncomfortable. After examination, it was detected a fascial dehiscence. The patient was brought back for surgery to close the abdominal wall due to dehiscence of abdominal intraumbilical incision with premature rupture of suture. The knots and fascial edges were intact. The suture appeared to disintegrate/dissolve in its mid-portion.

Event description:
It was reported that the patient underwent a laparoscopic right hemicolectomy on (B)(6) 2014 and suture was used. Following the procedure approximately on (B)(6) 2014, the patient sneezed very hard and felt a stinging in his incision. He noted an increased swelling on his stomach which became very uncomfortable. After examination, it was detected a fascial dehiscence. The patient was brought back for surgery to close the abdominal wall due to dehiscence of abdominal intraumbilical incision with premature rupture of suture. The knots and fascial edges were intact. The suture appeared to disintegrate/dissolve in its mid-portion. Additional information was requested.